Event description:
The customer reported that half of the monitor screen was blacked out and the image quality was degraded to the point where the system was unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.